Manufacturer narrative:
UDI not available for this system at time of filing. A medrtonic representative went to the site to test the equipment. Testing revealed that the cover was damaged. The end louver cover of the gantry was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour it was reported that the cover that's on the gantry when it's open on the bottom had fallen off. Upon examination of a photo of the damage, it was discovered that the upper cover, not the lower cover fell of the gantry. The system was making a loud noise and would not move the internal components completely. The x-ray technician reopened the imaging device, the broken piece was seen and the doctor pulled it free. A spin was then taken without the broken piece. The surgery was completed with imaging and there was no impact on patient outcome.